Manufacturer narrative:
(B)(4). In response to medtronic's request for device return, the device was returned to the manufacturer for evaluation and repair. Upon temperature testing the device, the results were as follows: nose-255; middle-363; rear-157. Method: test for high temperature conditions. This device is used for therapeutic purposes.

Event description:
It was reported that visao handpiece drill was "getting warmer than usual". There was no patient impact or injury reported as a result of the event.